Manufacturer narrative:
D9 - date returned to mfg: 9/2/2025. One device was returned for analysis. Functional and visual tests were performed, and the reported issue was duplicated. The cause of the reported issue was a downstream occlusion seal (dso) sensor. The downstream occlusion seal, and sensor were replaced. The software was updated as a precaution. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that there was cassette not attached alarm. There was no patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.